Manufacturer narrative:
Analysis summary: analysis confirmed the reported event. The output connectors were broken; the device failed multiple incoming tests. It was further noted that error messages were found in the device logs; the main pcb (printed circuit board) was out of electrical specification. One case screw was also contaminated, the main seal was pinched and damaged, and the hanger was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg was returned for service. No patient complications have been reported as a result of this event.